Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the hemopro would not fully retract back into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The device was returned for investigation.

Manufacturer narrative:
Investigation results: the device shows signs of clinical usage and evidence of blood. Visual inspection revealed no non conformities on the device. A reference endoscope was used to test the extension and retraction of the c-ring into the cannula. The c-ring slides smoothly over the endoscope lens without hitting or getting caught on the endoscope lens, and fully retracts into the cannula. Based on the evaluation performed, the reported complaint for c-ring would not fully retract could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).